Manufacturer narrative:
Final analysis found an integrated circuit anomaly which caused a high current drain and contributed to the reported loss of telemetry and output.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing fatigue. The pulse generator was attempted to be interrogated but it was difficult despite rotating the wand and also exhibited a loss of output. On (B)(6) 2017 the device was explanted and replaced. No additional information was reported.